Event description:
Patient's daughter called into inogen customer care team on (B)(6) 2018 to inform inogen that her father had passed away and she would like to have an RMA issued to return the equipment. The patient was found deceased while connected to the inogen at home stationary concentrator with burn marks on his face, neck, ears, and nose from what is suspected to be as a result of the patient smoking. The patient's daughter explained that cigarettes were found throughout the house. The fire did not reach the inogen at home stationary concentrator but the cannula & tubing connected to the device was burned. It should be noted that the patient's daughter had stated that the patient was experiencing symptoms associated with vascular dementia and parkinson's disease. The fire department was not dispatched as the home did not catch fire. The police were dispatched however no police report is available at the time this report is being filed. The device has not been returned for failure analysis at the time of this report.